Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the catheter was connected to the tactisys unit. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. Additionally, the log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2030404-2019-00114, 2182269-2019-00246. During a premature ventricular contraction (pvc) ablation procedure a pericardial effusion occurred. After mapping of the left ventricular outflow tract (lvot) was performed, the patient became hypotensive and the intracardiac echocardiography (ice) catheter was introduced, revealing a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.